Event description:
It was reported that the patient underwent surgery to implant the tfna nail approximately two months ago. The patient underwent revision surgery on (B)(6) 2024 due to nonunion of inter trochanter and a fracture below the nail. No further information is available. This report involves one 10mm/130 deg ti cann tfna 170mm - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: only the event year is known. D6a: device was implanted on an unknown date approximately two months prior to (B)(6) 2024. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: monument manufacturing date: jul-18-2023 expiration date: jun-30-2033 part number: 04.037.042s, 10mm/130 deg ti cann tfna 170mm ¿ sterile lot number: 7076p14(sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection certificate met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.